Manufacturer narrative:
It is unknown whether any false positive results were generated as no false positive results were confirmed. Samples were not available for retest by the lab and the customer did not provide any pcr instrument data log files for review. A trend analysis was conducted by thermo fisher scientific, which indicated that this was the only complaint received for this tip comb lot (da20220). Based on this assessment, we were unable to confirm the allegations that this tip comb lot is defective. There are multiple steps in the workflow, if not followed per instructions in the user guide, that can cause potential cross contamination. Cross-contamination can occur any time a highly positive sample is manipulated by touch or transfer, such as during the addition of sample volume to the plate at the start of the extraction process, the addition of reagents to the sample, transfer of eluted sample to the pcr plate, or poor pcr plate sealing prior to the vortex step.

Event description:
On 11/13/2020, a customer reported numerous failed covid runs, which may have been caused by operator processing. These issues included contaminated negative control wells and ms2 (extraction control) not being detected in patient wells and/or the negative plate control well. Customer also observed liquid on the outside of the tip combs and on top of the king fisher deep well plates, which they suspect could cause false positive patient results, although no false positive results were confirmed. The customer indicated that they experienced similar problems during their onsite operator training (9/14/2020). This would indicate that their operators' handling and processing may be a contributing factor to the issue as described. No deaths of serious injuries were reported to thermo fisher scientific.